Event description:
The manufacturer received information from a third-party service center that the liquid crystal display (lcd) screen and the low oxygen (o2) flow test steps had failed on a trilogy 100 device. There was no patient involvement when the test steps failed on the device. There was no serious patient harm or injury that occurred or was reported. The trilogy 100 device was returned and evaluated by a third-party service technician. The device evaluation found that the lcd/front panel was "melted" causing the lcd screen test step to fail on the device. The third-party service technician recommends replacing the device's lcd kit to address this issue. The third-party service technician evaluated the device for the low o2 flow test step failing on the device. The third-party service technician evaluated the device and determined the active exhalation control module (aecm) had caused the low o2 flow test step to fail on the device. The third-party service technician recommended replacing the device's aecm to address this issue. No repair was performed. No further investigation is warranted at this time. No part was replaced due to the customer electing not to make repairs to the device. Additional findings not related to the malfunction/issue was the were damage to the keypad, and front enclosure for this device. The third-party service technician recommended replacing the device's keypad and front enclosure case to address these issues. The third-party service technician observed a check circuit error in the device's error log. The third-party service technician checked the tubing to address this issue. The third-party service technician found the front overlay had water vapor inside it. The third-party service technician recommended replacing the front enclosure overlay to address this issue.